Event description:
It was reported that during a da vinci-assisted endometriosis resection with benign hysterectomy surgical procedure, the large suturecut needle driver jaws were not closing all the way. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no report of a fragment falling into the patient's anatomy. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large suturecut needle driver instrument was analyzed and found to have blade damage on the entire blade. The blades appear to have detached fragments that were not returned with the instrument. Both of the blade edges were indented causing the grips to be unable to open and close properly. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.